Event description:
The customer reported that the right and left panels are torn on the canopy. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Right side has a three foot tear in netting. (B) (4).